Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Part number:314.463, synthes lot number: 4662254, supplier lot number: n/a, release to warehouse date: october 10, 2013, expiration date: n/a, manufactured by synthes (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during an unknown procedure, while the surgeon was removing an unknown 3.0 cannulated screw, the tip of the unknown screwdriver broke off. The procedure was completed successfully with no surgical delay. The generated fragments were removed successfully. The patient outcome was unknown. Concomitant devices reported: screws: 3.0 mm cannulated (part number unknown, lot unknown, quantity 1). This report involves one (1) cannulated cruciform screwdriver. This is report 1 of 1 for (B)(4).